Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
Medical records were received from the patient's treatment facility. A peritoneal dialysis (pd) patient presented to their pd clinic with slightly swollen ankles, abdominal pain that was tender to touch and cloudy effluent on (B)(6) 2016 (not (B)(6) 2016 as previously reported). Results of (B)(6) 2016 laboratory test of body fluid revealed gram positive cocci, confirming bacterial peritonitis. The pd fluid showed few white blood cells and the isolated organism was staphylococcus epidermidis. The patient was diagnosed with touch contamination peritonitis and was treated with fortaz (ceftazidime) 1 gram and vancomycin 1 gram via ip route. On (B)(6) 2016, the patient completed his prescribed antibiotic therapy. The patient's pd catheter was removed on (B)(6) 2016; the patient's modality switched to in-center hemodialysis.

Manufacturer narrative:
(B)(4)

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services and reported the patient was recently getting over an infection and is experiencing abdominal pain. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient developed peritonitis due to a breach in sterility. The patient was treated with an unspecified medication and the peritonitis resolved.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no exterior damage. The heater tray/scale was not obstructed. The load cell value and verification was not within tolerance. After calibrating the scale the load cell value and verification was within tolerance. Physical testing was performed and passed. A simulated use test was performed and passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.